Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) exhibited a low pacing impedance measurement of less than 200 ohms. The physician believes the impedance problem is due to an insulation issue involving the patient¿s competitor right atrial (ra) lead. The patient will continue to be monitored and the crt-d remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited a low pacing impedance measurement of less than 200 ohms. The physician believes the impedance problem is due to an insulation issue involving the patient's competitor right atrial (ra) lead. The patient will continue to be monitored and the crt-d remains implanted and in service. No adverse patient effects were reported. The crt-d was later explanted with no further allegation made against it in relation to this event.